Event description:
It was reported that the patient had x-ray done a year ago and then the patient experienced shaking. The patient consulted with the implant surgeon and was told that the device was possibly turned off in accident. The patient used the patient programmer and turned the device back on but the shaking was not controlled. The patient needed reprogramming.

Manufacturer narrative:
(B)(4).